Event description:
Received information stating customer received multiple occlusion alarms. Insulin coming from the cartridge was observed to be stickly and the infusion set tubing was occluded. Reportedly, customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.